Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 420 mg/dl. Customer blood glucose reading at the time of the incident was 600 mg/dl. Customer high blood glucose reading started on (B)(6) 2017. Customer did not mention any symptom. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with manual injection. Customer drive support was normal. Customer did not mention if there was air bubbles or leaks. Customer stated the cannula was not bent. Customer stated the cannula was last changed on (B)(6) 2017. The infusion set was changed every 2-3 days. The insulin pump setting was correct. Customer did not perform high pressure test. Insulin pump will not be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.